Event description:
Customer reported the system made a loud cracking noise at the tube head and will not fluoro. No pt injury reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the tube head. System operates as intended. This MDR is related to ge healthcare.